Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 300 mg/dl and was hospitalized. Customer reported of receiving no delivery alarms even after infusion set changes. Customer reported that cannula was bent in the past. Customer would call back with hospitalization information.